Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic presented remotely via transmission with a flat line freeze capture. Freeze capture showed some noise at beginning of episode followed by flat line until the end of the strip. There were no further issues when patient presented another transmission two days later. The patient would continue to be monitored